Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead was capped and replaced due to lead noise. The physician noted some discoloration on the lead upon opening the pocket. The asymptomatic patient was stable post procedure.

Event description:
Additional information received indicated the patient experienced chest pain, and cardiac perforation with bleeding around the heart after the lead replacement procedure. The patient was re-admitted to the hospital on (B)(6) 2017. The patient recovered well and the issue was resolved on its own.